Event description:
The customer reported that pieces of the blue and white jaws detached. All material was removed from the patient. The device was returned to covidien and visual inspection discovered that bare metal was exposed on the jaw.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection found the blue and grey insulation on the jaw was melted and bare metal from the jaw was exposed. Activating the monopolar function for an extended period of time when tissue is within the jaws or if the side or back of the jaws is in contact with tissue can cause energy to flow through an alternate path other than the monopolar tip and melt the insulation. The IFU states: keep the electrode clean and free of all debris. This will reduce the need for additional energy, decrease thermal spread, and minimize increases in jaw temperature that may damage jaw insulation. Do not activate the monopolar tip while grasping tissue in the jaws. Doing so will result in unintended burns and may result in the jaws retaining excessive heat which may damage jaw insulation.